Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 20 august 2019 for MDR reportability. On (B)(6) 2014, the patient underwent right knee arthroplasty due to osteoarthritis. The surgeon reported no intraoperative complications. Attune knee system was utilized in the procedure, as well as smartset cement. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component and pain. The surgeon indicated tibial component was loose at the cement to implant interface and was easily removed. The surgeon noted there was minimal bone loss. The surgeon reported both the femoral component and the patella were both solid. No intra-operative complications were reported, the surgeon noted the patient was taken to recovery in stable condition. Attune tibial base and insert were utilized in the revision. Competitor cement was utilized. Doi: (B)(6) 2014. Dor: (B)(6) 2016 (rt knee).